Manufacturer narrative:
Report 3003721894-2018-00044 is associated with (B)(4), super poligrip denture adhesive powder.

Event description:
Her (B)(6) grandson got into the super poligrip powder and ate some of it [accidental device ingestion by a child], he started throwing up [vomiting]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion by a child in a (B)(6) male patient who received denture adhesive powder-double salt (super poligrip denture adhesive powder) oral powder (batch number k73x, expiry date unknown) for drug use for unknown indication. Concomitant products included no therapy. On an unknown date, the patient started super poligrip denture adhesive powder. On (B)(6) 2018, an unknown time after starting super poligrip denture adhesive powder, the patient experienced accidental device ingestion by a child (serious criteria gsk medically significant) and vomiting. On an unknown date, the outcome of the accidental device ingestion by a child and vomiting were unknown. It was unknown if the reporter considered the accidental device ingestion by a child and vomiting to be related to super poligrip denture adhesive powder. Additional information: adverse event information was received via phone call on (B)(6) 2018. Patient's grandmother called & stated that her (B)(6) grandson got into the super poligrip powder and ate some of it. She stated he threw most of it up but she was still concerned & didn't know what to do. Follow up adverse event information was received via phone call on 31 january 2018. Patient's grandmother stated her (B)(6) grandson accidently swallowed the super poligrip powder 1.6oz on (B)(6) 2018. She thought it expanded in her grandson's mouth. Her grandson got scared. He started throwing up. She kept an eye on him and he feels fine so she decided not to take him to the doctor's or emergency room.